Event description:
The manufacturer received information alleging a patient's blood oxygen level decreased. The user needed to add oxygen to the device but no quick connector to add supplemental oxygen was installed by the dealer. The patient was taken to the hospital where it was discovered the patient had pneumonia and a fever and required an antibiotic. The patient was discharged the same day to their home. It was also reported the ventilator alarmed for "low minute ventilation". There was no allegation the device malfunctioned or failed to deliver therapy as designed. The patient's blood oxygen level decreased but it is not due to a malfunction of the device. The oxygen connector was not installed by the dealer. The device is not returning to the manufacturer for evaluation.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient's blood oxygen level decreased. The user needed to add oxygen to the device but no quick connector to add supplemental oxygen was installed by the dealer. The patient was taken to the hospital where it was discovered the patient had pneumonia and a fever and required an antibiotic. The patient was discharged the same day to their home. It was also reported the ventilator alarmed for "low minute ventilation". There was no allegation the device malfunctioned or failed to deliver therapy as designed. The patient's blood oxygen level decreased but it is not due to a malfunction of the device. The oxygen connector was not installed by the dealer. The device is not returning to the manufacturer for evaluation. After receiving further information from the patient, it is determined that the initial report should have been filed as serious injury and product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.